Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that a promark apex locator gave incorrect measurements. No injury occurred.

Manufacturer narrative:
Investigation resul per external service center emsar: evaluation: the pcb passed all tests. The housing has damage to battery cover , outer shell , hinges are broke , interior posts are damaged. The screen is separated from housing. The file clip has a short in wire. All other parts check ok. Corrective action: you will need to replace the housing , battery , and file clip. Vr81113000901 1 ea. V841119000507 1 ea v841119000515 1 ea root cause: defective component/part --> file clip has a short wire --> prob. Root cause for incorrect measurements, damaged box (scratched or broken) --> battery cover, outer shell, hinges are broken, interior posts damaged. The screen is separated from the housing --> misuse. (B)(6) emailed on (B)(6) 2023 to approve the repair. Waiting on new payment info" . All complaints are monitored through the monthly product surveillance committee and a corrective action could be determined by the committee.